Event description:
It was reported that, during the one month device check following the implant of the cardiac resynchronization therapy - defibrillator (crt-d) and left ventricular (lv) pacing lead, it was determined that the lv lead had dislodged. Per the physician, no revision procedure is planned as the patient's subclavian vein is occluded. The patient has since been closely followed and has reportedly been doing fine. The lv lead was programmed off and the device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable cardioverter defibrillator 2013 (B)(6); 363303 competitor implantable tachy lead 2012 (B)(6); 350973 competitor implantable pacing lead 2012 (B)(6). (B)(4).